Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that pegasus bl 22ga x 1.00in prn-cap y leaked. The following information was provided by the initial reporter: water leakage was found at the interface of indwelling needle¿s tube when using indwelling needle operation on (B)(6) 2020.

Event description:
It was reported that pegasus bl 22ga x 1.00in prn-cap y leaked. The following information was provided by the initial reporter: water leakage was found at the interface of indwelling needle¿s tube when using indwelling needle operation on (B)(6), 2020.

Manufacturer narrative:
H6: investigation summary a device history review could not be completed as no batch number was provided. A sample could not be obtained for evaluation and testing. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.